Event description:
Device 1 of 3. See 1627487-2010-02891 and 1627487-2010-02892 for devices 2 and 3. On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, the system was explanted due to infection at the ipg implant site. It was reported that the infection was not product related, and the system will not be returned to the MFR for analysis.

Manufacturer narrative:
Evaluation method: the device history sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.